Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned results for 8 patient samples tested for ureal urea/bun (ureal), sodium (na) and potassium (k) on a cobas 6000 c (501) module. Based on the data provided, the ureal results for 3 patient samples were erroneous and the na and/or k results for 2 patient samples were erroneous. The erroneous results were not reported outside of the laboratory. Patient 1 initial ureal result was 29 mg/dl. The sample was repeated twice with results of 158 mg/dl. Patient 2 initial ureal result was 3 mg/dl. The sample was repeated and the result was 50 mg/dl. On (B)(6) 2017 patient 3 initial na result was 137.39 mg/dl. The sample was repeated and the result was 125.15 mg/dl. Note: the na results were provided with a unit of measure of mg/dl. Clarification on the correct unit has been requested but has not been provided. On (B)(6) 2017 patient 4 initial ureal result was 21 mg/dl. The sample was repeated twice on a different c501 module with results of 54 mg/dl and 55 mg/dl. On (B)(6) 2017 patient 5 initial na result was 164 mg/dl. The sample was repeated twice on the other c501 module with results of 144 mg/dl and 145 mg/dl. This patient was also tested for k and the initial result was 5 mg/dl. The sample was repeated twice on the other c501 module with results of 4.4 mg/dl. Note: the na and k results were provided with a unit of measure of mg/dl. Clarification on the correct unit has been requested but has not been provided. The repeat results were believed to be correct and those results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The ureal reagent lot number was 266351. The expiration date was not provided. No other reagent lot numbers or expiration dates were provided. Calibration and qc were acceptable. The field service engineer (fse) visited the customer site where the sample pipette was checked, the photometer was adjusted, the lamp was changed and the wash comb levels were adjusted. Afterwards, qc was within range and the customer has not complained of any further issues. Mechanical misadjustments may cause the type of results the customer observed. The service action performed by the fse was appropriate and fits the customer¿s issue.

Manufacturer narrative:
It was clarified that the unit of measure for the na and k results was mmol/l.